Event description:
The dentist reported this abutment screw fractured..

Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned product confirmed that this screw has fractured near the thread and hex damage. No lot or order number was provided. Although an in depth dimensional inspection is limited due to the damage, visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.